Event description:
The event is reported as: complaint description: when nurse tried to take needle cover off it was difficult to get off the tip of the electrode during a circumcision procedure in operating room. "Unable to remove protective cover." No patient injury reported.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.